Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified while based on the analysis, the alleged battery jumping issue could not be verified.